Manufacturer narrative:
The valve was not returned to edwards lifesciences for evaluation. In addition, no relevant imagery was provided for review. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was unable to be performed. As such, a manufacturing non-conformance was unable to be determined. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints relating to frame damaged during use. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The following instructions for use (IFU) were reviewed: commander delivery system with s3u, device preparation training manual, and procedural training manual. A review of IFU/training materials revealed no deficiencies. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was unable to be confirmed. A review of the DHR and lot history provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, ''during insertion of the ds into sheath, physician felt significant resistance after exiting loader, on fluro, noted that leading edge stent strut had bent and perforated side of esheath. Advancement stopped, esheath/valve/delivery system removed as one unit intact while maintaining lv wire position'' and ''as per medical opinion, the root cause of the event was the patient femoral angulation''. Per training manual, ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification''. As there was no patient anatomical information or imagery was provided for review, there is insufficient information to determine a root cause these patient conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Due to insufficient information, a definitive root cause is unable to be determined at this time. A corrective/preventative action (CAPA) has been initiated to capture further investigation and corrective/preventative action activities associated with insertion of commander delivery system with s3u through the esheath resulting in frame damaged. A product risk assessment (pra) was previously initiated to investigate and assess the risks associated with frame damage during use.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported from our affiliates in (B)(6), during a transfemoral transcatheter aortic valve replacement (tavr) with a 26mm sapien 3 ultra valve, there was resistance with the delivery system and valve through the sheath. On fluoro, a bent stent strut was noted and perforated the side of the sheath. The system was removed as a unit with no patient injury. New devices were used successfully. The patient is stable post procedure.